Manufacturer narrative:
Patient information. Weight: 154.40 lbs. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir a right side "rupture/deflation". The event is being captured as deflation. Device has been explanted and replaced.